Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit during a procedure on (B)(6) 2010, to treat her pelvic organ prolapse. Reportedly, following the procedure, the patient suffered injuries including mesh erosion, vaginal scarring, vaginal shrinkage, extreme pain, bleeding, chronic infection, and dyspareunia (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.